Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The audio/tone/beep/alarm feature functioned properly. The insulin pump passed the tone portion properly. The insulin pump was received with moisture damage on the lcd board. The insulin pump had cracked case at display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 359 mg/dl. The customer reported that the device was exposed to insulin. Customer does not know how moisture exposure occurred. Customer was assisted in performing self-test and failed. The customer was advised to revert to backup plan. Customer was advised that the device would be replaced.